Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that upon inserting the channel cleaning brush, model bw-20t, into an endoscope, the tip of the brush was noted missing. The problem, as reported to olympus, was identified during the cleaning step of endoscope reprocessing. The tip of the brush could be removed from within the forceps channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 3 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause could not be determined. Since the brush part and shaft were cut, it is likely that pressure was applied. This information is addressed in the instructions for use (IFU): manual cleaning of endoscopes and accessories-brushing channels warning ·channel cleaning brush (bw-20t) is a consumable item. The disposable combination cleaning brush (bw-412t) cannot be reused. Repeated use of these brushes may cause bending or buckling of the brush area, which may dislodge during use. Before and after use, check that the brush is not damaged or abnormal. If a part of the brush falls out in the endoscope channel, collect it immediately. Make sure that no part of the brush remains in the forceps channel and suction channel by carefully inserting a new brush into each channel. If part of the brush is left in the channel, it may fall out into the patient's cavity in the next case. Depending on where it remains, it may not be possible to collect it even if a new brush is inserted. If you are unable to collect it, contact olympus. Olympus will continue to monitor the field performance of this device.